Event description:
(B)(6); to the FDA: I am writing to you to file a formal complaint against (B)(6), for knowingly neglecting safety standards in their medical facility. An incident was imposed on me during a breast biopsy on (B)(6) 2023 at (B)(6) that put me at risk of serious injury in the hands of medical professionals. I was scheduled to have a breast biopsy led by mammogram imaging. Dr (B)(6) and two nurses were present. One of the nurses is not on the medical report. I was told the room I am in is brand new and the mammogram machine is as well. Staff had difficulty powering on the machine and opening the software. They tried several times turning it off and on to get it to boot up enough to perform the biopsy. The doctor positions me in the machine, they apply pressure to hold my breast in place. The biopsy needle is in position and we hear a loud pop. The mammogram machine loses power and does not release me. Had it been a second later I would have had a very large needle stuck in my breast. Three medical professionals struggled to get this machine to turn on. It was obvious no one in that room was trained on how to operate or troubleshoot the new mammogram machine. I'm still compressed in the machine when one of the nurses says she accidentally leaned on the exposed fail safe switch shutting the room's power outlet to the machine off. I'm in a lot of pain, I'm trying to keep calm to avoid a serious injury by controlling my reflexes and regulating my breathing. The dr was unsure of how to manually release me because she had never done it on that machine, luckily she figured it out in less than a few minutes. All three medical professionals in that room stated that they were all aware the shut off button was exposed, afraid something like that would happen and had been asking mission for weeks to complete the installation by putting a safety guard box over the emergency shut off. There was an electrician down the hall that day, he had been there all week, the dr retrieved him to reset the breaker box and get everything going again. Then the entire procedure was restarted and completed. This would not have happened if all the proper installation, testing, and training procedures were followed before a new machine was used on any patient. I have many more details to this incident should you need them. I have acquired my records that state exactly which machine was used during the procedure. Under safety is says recorded by "system". I would be willing to share these records for review. I have a lot of concerns here. Was a safety inspection done before they started using this machine on patients? Should the machine have automatically released pressure when power was cut off? Who was the second nurse in the room? Is there an incident report? Does the manufacturer supply a safety guard box to go over top of the fail safe button? Why was the room being used when an accident like this could occur? I have been trying to find the proper authorities to make my complaint to for almost a year now. All options to make a complaint directly to hca are fake misdirection. I have details on several other agencies I have attempted to contact with no results, those are available upon request. I have contacted the (B)(6) health department, the medical bureau, and the (B)(6) manager of radiology (B)(6). So far every office I have contacted at the state level has told me they are not responsible for overseeing the safety and proper operation of mammogram machines. Also because of the way mission breast center is coded, as not a hospital although owned by one, none of the agencies are able to open an investigation. Please let me know if you have any advise on further steps or if you recommend I contact a different office.